Event description:
It was reported that during a vascular treatment on the leg a bright pulse was observed with a dermav laser device. Soot was noted on the patient's skin immediately following the pulse, however, there was no patient injury reported. A trained cynosure lutronic field service engineer went to the treatment clinic for a device evaluation. During this time the device was subjected to a full device evaluation including full functionality testing with passing results. Visual inspection observed spots on some of the handpiece lenes, however, it is not believed that this is related to the reported bright pulsing observed during treatment. The cryogen settings were checked and during this time it was observed that these settings were set for the 360a cryogen cans, however, the device was loaded with the 360b cryogen. It is undetermined if this contributed to the reported issue, but as a precaution the settings were adjusted to the 360b cryogen settings based on the cryogen being used at the treatment clinic. A member of the cynosure lutronic clinical team followed up with the treatment provider and confirmed that there were no patient injuries. This event is reportable under FDA medical device reporting requirements (21 cfr part 803), as it involves a device malfunction that could potentially cause or contribute to a serious injury if the issue were to recur.